Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing an error. 4. Errors has occurred, and output has been determined to be impossible. 1. The tissue was grasped at the tip of the grasping section, and ultrasound was output with the probe and tissue pad in contact at the rear end of the grasping section. 2. The rear end of the tissue pad was severely worn. 3. Because the tissue pad was output when it was worn, contact marks were created on the probe due to friction between the probe and the grasping section. 4. By outputting with the rear end of the grasping section and the probe in contact, the following load was applied to the grasping section, which caused the grasping section to break at the contact trace. -ultrasonic vibration due to ultrasonic output, expansion and contraction of the grasping section due to repeated heat application to the grasping section due to ultrasonic vibrations. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip exhibited part of the grasping section fallen off and the tissue pad was intensively worn. There was no patient involvement.